Event description:
It was reported that high ventricular impedance and increased threshold were found during a follow up, and the lead was replaced. No patient complications have been reported as a result of this event.